Manufacturer narrative:
Age and date of birth: not applicable; there was no patient contact. Initial reporter phone number: (B)(6). (B)(4).labeling reportedly missing on the outer shipping box. Based on the manufacturing record review of the concerned lot number for healon, all parameters were within specifications and no nonconformity was found. The label on the outer shipping box from amo uppsala contained the text "store at 2 to 8 °c (36 to 46°f) protect from freezing and light". In addition, no similar previous complaints have been reported for this lot number. In addition, visual inspection of retained product box (one unit) for this lot number was performed. Analysis of the retained product revealed no visible defects on the box or label. The label on the outer shipping box from amo uppsala contained the text "store at 2 to 8 °c (36 to 46°f) protect from freezing and light". The temperature storage label not being applied to the pallet / shipping carton before shipping to customer may be an operator error issue. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the label with the instruction to store healon between +2 and +8°c was missing on the outer shipping box. It was further stated that the healon packages remained unchilled for a long time. Seven packages were returned as they had not been stored correctly. The date of event has not been provided. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date received by MFR: 02/17/2014 (february 17, 2014). All pertinent information available to abbott medical optics has been submitted. Placeholder.